Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt fill needle contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one photo was provided. It shows an empty 10ml syringe, the stopper is at the 7ml mark, it has attached the needle assembly, inside the syringe are droplets of a red substance. Root cause is unknown. In our manufacturing process we do not use any red substances. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8117672 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8117672 during this production run.

Event description:
It was reported that bd¿ blunt fill needle contained foreign matter. No serious injury or medical intervention was reported.